Manufacturer narrative:
Additional information provided in block b5. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site while wearing body armor for work which is pressing on the ipg site. The physician assessed that the severity is mild, has a probable relationship to the device and is not related to the procedure. Therefore, the patient underwent a revision procedure during which the ipg was repositioned to the lateral side of the chest. There were no reported patient complications postoperatively and nothing was explanted. Additional information was received that the reported event has resolved.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site while wearing body armor for work which is pressing on the ipg site. The physician assessed that the severity is mild, has a probable relationship to the device and is not related to the procedure. Therefore, the patient underwent a revision procedure during which the ipg was repositioned to the lateral side of the chest. There were no reported patient complications postoperatively and nothing was explanted.